Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's proportional valve needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's system pca, machine flow sensor, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan (both fans), muffler assembly, tubing kits (fio2, blower, pca and low flow o2), dual limb cup to correct dirt/dust contamination issue and detachable battery harness need to be replace as a precaution.